Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient fainted while at their physician's office. The patient had a fever and dyspnea. The patient was admitted the hospital and was diagnosed with bacteremia, renal insufficiency, and there was evidence of vegetation on the right ventricular (rv) lead. Medications were administered and the lead and implantable cardioverter defibrillator (ICD) were explanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.